Event description:
It was reported that stent dislodgment occurred. The 90-98% "very" occluded target lesion was located in a very calcified superior mesenteric artery (sma). A 5.0x60x75cm express ld biliary metallic stent was selected and advanced to treat the target lesion. While moving the stent delivery balloon back and forth distally and proximally in an attempt to set up the stent in the sma, however, just below the lesion, it was noticed that the stent was caught and came off from the balloon. A non-bsc wire was attempted to be inserted but was unable to cross the stent due to the calcification. The stent was unable to be postdilated, was left inside the patient and the vessel was occluded. The procedure was not completed due to this event. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).